Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient presented with effusion of the right knee. 7/9 mm liner was replaced with cs liner.

Manufacturer narrative:
An event regarding revision of a triathlon insert component due to instability was reported. The event was confirmed. Method & results: device evaluation and results: although the device was not returned, photographs of the explanted insert were provided for review. Other than evidence of in vivo use and explantation damage, the insert appears unremarkable. Medical records received and evaluation: instability is virtually always caused by an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty) plus procedure-related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee as determined by the native anatomy. These factors cannot be further differentiated due to lack of detailed clinical information. More specific information including clinical examination findings and/or retrieval analysis may all help to further solve this case. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there has been one other event for the lot referenced. This other event was investigated and found not to be determined due to lack of information provided. Conclusions: revision surgery took place due to instability whereby the reported 9mm cr insert was revised to a more constraining cs insert of unknown thickness. Medical review indicated that instability is virtually always caused by an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty) plus procedure-related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee as determined by the native anatomy however the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, as well as operative notes and follow up reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient presented with effusion of the right knee. The 7/9 mm liner was replaced with cs liner.